Manufacturer narrative:
H.6. Investigation: a 20019e7d sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample, analysis of the photograph confirmed the customer's experience with separation identified at the lower tubing to tubing connector joint; solvent was visible at the affected joint. A review of the production records for lot 19065296 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. Furthermore analysis of the photograph provided by the customer did not indicate any obvious manufacturing defects which may have contributed to the observed separation.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: the attachment is getting discarded at junction area. Its a new product in the hospital, during demo, customer tried to check the quality of the product, during that time, the connection got detached at the junction area.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: the attachment is getting discarded at junction area. Its a new product in the hospital, during demo, customer tried to check the quality of the product, during that time, the connection got detached at the junction area.